Event description:
Allegations of myalgia, severe fatigue, neurological symptoms, rashes, chronic fever, dysphagia, irritable bowel symptoms, chest pain, capsular contracture in the breasts and capsulitis in shoulder, elevated sed rate and positive ana.